Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation will not stay powered on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the pil and observed the water tank lid had a dust-like contaminant on it and an oily-like substance on it. A dust-like contaminant was observed on the water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate, and bottom enclosure. Hair-like particles were observed on the water tank seal, inside the inlet of the blower box, and on the bottom enclosure. What appeared to be dried liquid spots with potential mineral deposits were observed on the water tank, top enclosure, iso port, blower, blower box, and bottom enclosure. The ui display bezel was observed to have what appeared to be burn marks on it, likely due to a thermal issue on the pca. The top enclosure screw appeared to have corrosion to it, likely due to liquid ingress. The brass nut on the blower was observed to have corrosion to it, likely due to liquid ingress to the blower. The customer complaint was not reproduced. There was 32 errors has been identified. The device was scrapped.